Event description:
It was reported that a malfunction occurred on the pump, but no notable events happened prior to this. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information for resetting the pump and assisted the customer with this process. After the reset, the malfunction code did not recur, and the customer was informed that they could continue using the pump while being advised to contact support if the malfunction code appeared again.